Manufacturer narrative:
Investigation summary: a review of the documentation, device history record, specifications, drawings, and quality control data were conducted during the investigation. The device was not returned for investigation,but pictures of the device were reviewed and confirmed it to be out of specification as foreign matter was visible inside the packaging. A document based investigation was performed. A review of the device history record found no nonconformances associated with the complaint failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, the root cause was determined to be manufacturing. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported finding a hair inside the device primary package. The observation was made during incoming product inspection. There was no patient contact, accordingly there are no adverse patient consequences. The device is being returned to the manufacturer for evaluation.